Event description:
It was reported that the patient had a revision on the left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.